Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, interrogation of the device revealed an error message. The device was reloaded to resolve the issue and there were no adverse consequences to the patient.